Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose values for the past week. The patient's blood glucose at the time of incident was 400 mg/dl. No symptoms of hyperglycemia was reported. The customer treated via insulin pump bolus. During troubleshooting, no anomalies related to the insulin pump or consumables were noted. The high pressure test was not performed. The insulin pump was not returned for analysis.